Event description:
Revision surgery due to infection. Surgeon reamed to 12mm, and inserted a 10mm femoral nail which was coated in bone cement. During nail insertion, while impacting the nail, the strike plate broke at the threads. The nail with the bone cement was measured, and at some places the diameter measured 16 and 17mm. The surgery was successfully completed without the strike plate. Further clarifications from marketing/rep.: patient had a bacterial infection. We were substituting a pf alpha femoral nail for another pf alpha femoral nail.

Manufacturer narrative:
This device is concomitant and did not contribute to the event. The mentioned infection was confirmed to have existed prior to implantation of the first nail.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Revision surgery due to infection. Surgeon reamed to 12mm, and inserted a 10mm femoral nail which was coated in bone cement. During nail insertion, while impacting the nail, the strike plate broke at the threads. The nail with the bone cement was measured, and at some places the diameter measured 16 and 17mm. The surgery was successfully completed without the strike plate. Further clarifications from marketing/rep: patient had a bacterial infection. We were substituting a pf alpha femoral nail for another pf alpha femoral nail.